Event description:
Event reported in (B)(6) by the customer: "the metal prongs broke off; it is completely breaking off from the housing. A nurse removed the prongs last night and luckily was not shocked. Picture available."

Manufacturer narrative:
(B)(4).